Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer report number: 1627487-2021-13304. It was reported that one of the patient¿s leads had migrated. As result, the patient had a lead replacement. During the procedure it was found the migrated lead had become tangled around the other implanted lead. Both leads were explanted and replaced. Effective therapy was established post-operative.